Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 350 (mg/dl). Reportedly, the customer changed the cartridge, infusion set and delivered a bolus and bg levels stabilized to 198 (mg/dl). Customer stated since they just recently began using the pump, the issue is likely the pump settings and therefore declined any further troubleshooting.